Event description:
Patient was receiving innercool therapy at the bedside when the innercool catheter developed a leak. Physician notified and came to bed side. Catheter was replaced by md and therapy was resumed. Catheter had been in use for less than twenty four hours before the leak was first observed.